Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/07/2019. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. After testing, the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Additional information was requested and the following was obtained: it was reported that the "hooks" (aka- straps) did not come out with pressure. To. Please tell us if the straps that deployed without "pressure" adhere to the tissue or mesh or was that an issue in this procedure were the straps not adhering to tissue / mesh? Answer: when positioning the mesh with the securestrap, when shooting the trigger, they do not come out, proceeded to position it outside and do not leave the strap. So, it was replaced. Confirm that the device jammed and trigger locked in a closed position? Answer: it is about unlocking outside the patient and the hooks do not come out.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the "hooks" (aka- straps) did not come out with pressure. Please tell us if the straps that deployed without "pressure" adhere to the tissue or mesh or was that an issue in this procedure were the straps not adhering to tissue/mesh? Confirm that the device jammed and trigger locked in a closed position? What is the status of the device return? If device shipped for evaluation, provide the tracking number?

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. It was reported that during the surgical procedure when trying to fix the mesh with the securestrap, the hooks did not come out with pressure and the gun is locked, it was process to pass another and it worked. The procedure was successfully completed. There were no adverse patient consequences reported.